Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal shaft kinks and a hypotube fracture. The balloon catheter was received with the balloon in a deflated state with numerous shaft kinks and a hypotube fracture observed. Visual and microscopic examination of the material surrounding the kinks did not reveal any inherent material deficiencies that would have contributed to the kinks. The returned catheter also exhibited a fracture of the hypotube located 66.7 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records for this batch number have been reviwed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the hypotube fracture can not be determined.

Event description:
Event determined to be reportable based on analysis approved in 2007. It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon catheter was unable to cross the lesion and a shaft kink occurred. The 90% stenosed lesion was located in the calcified and extremely tortuous proximal to mid left anterior descending (lad) artery. The quantum maverick 20mm x 2.0mm balloon catheter was used for pre-dilatation of the lesion. Following intravascular ultrasound (ivus), the physician advanced the balloon catheter again but the catheter was unable to cross the lesion and the shaft kinked. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good." Analysis revealed a hypotube fracture.